Manufacturer narrative:
The device was not returned for investigation. Cloud data from the user for the period of 01dec2025-04jan2026 was downloaded and reviewed. Review of the cloud data found no evidence of a delay in bolus delivery. The cloud data showed that for each bolus programmed and started, the controller received a completed command from the pod after the expected bolus duration was completed. Review of the patient history buffer data found that the bolus pulses were recorded for the sensor cycles that the bolus was programmed and running during. The total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume after delivery of each bolus and this occurred during the durations captured in the cloud. No evidence of delayed administration or counting of bolus pulses was observed in the available data. No issues with bolus delivery were observed in the available cloud data.

Manufacturer narrative:
B5 was updated to clarify the blood glucose levels reported by the patient in relation to this issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported delayed bolus delivery. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced issues with multiple pods in which blood glucose (bg) levels did not decrease despite the administration of boluses. On some occasions, the patient observed sudden decreases in bg levels, which raised suspicion of delayed bolus delivery. The patient reported bg values associated with these pod issues ranging from 10-14 mmol/l (180-252 mg/dl). However, the specific bg levels associated with the observed sudden decreases were not clarified. No medical assistance was required for these events.